Event description:
It was reported that delamination occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Prior to releasing the deployed device, something was noticed coming off the sheath via echocardiogram. The device was implanted and after the sheath was removed the spot was confirmed to be a piece of plastic coming off the tip of the sheath. Nothing detached from the sheath. No patient complications occurred.

Manufacturer narrative:
Product investigation was completed. Returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, and tip damage(flattened/delamination). Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that delamination occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Prior to releasing the deployed device, something was noticed coming off the sheath via echocardiogram. The device was implanted and after the sheath was removed the spot was confirmed to be a piece of plastic coming off the tip of the sheath. Nothing detached from the sheath. No patient complications occurred.